Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed failure analysis and the vessel sealer extend instrument was found to have failed during initialization based on log review. Review of the logs found that the instrument generated a total of four "mdtrace_vs_home_fail" errors. The instrument was installed on an in-house system a total of four times. The instrument passed the self-test on all four attempts with no issues. The instrument moved intuitively with full range of motion in all directions. The instrument was found to have three of the ceramic dots dislodged from the jaws. One of the three dislodged ceramic dots was recovered. The remaining two dislodged ceramic dots were not returned with the instrument. Long parallel scratch marks were found on one of the seal electrodes, the knife cable was slightly bent, and the surface of the knife appeared to be scratched.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend failed to engage with the system. The procedure was completed with no reported injury.